Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2011. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; perin pain; pain inter; rec incont; psych. Nonsurgical treatments: on (B)(6) 2011 the patient commenced pain medication: nurofen and panadol for the treatment of: to treat pain. Treatment duration: 10 years. On (B)(6) 2011 the patient commenced other medication (please specify): antibiotics for the treatment of: to treat utis and thrush. Treatment duration: 10 years. On (B)(6) 2011 the patient commenced other (please specify) for the treatment of: to alleviate the pain during intercourse. Treatment duration: 10 years. On (B)(6) 2011 the patient commenced psychological medication. On (B)(6) 2011 the patient commenced pain medication: anti-depressants for the treatment of: to treat anxiety and depression. Treatment duration: 10 years.